Event description:
It was reported that during a total laparoscopic hysterectomy procedure with left salpingo oophorectomy procedure they were using 3 devices were leaking pnuemo at the duckbill seal. The leaking was observed with every trocar during insertion of the camera during the procedure. The volume of the gas canister was 15. They then used a new set of trocars and completed the procedure with no issues. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good condition. In an attempt to replicate the reported incident, the devices were functionally tested to detect any leaking issues. Upon evaluation of the devices, they were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes if so, did the "noise" prevent insufflation? Yes. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? 15. Were you able to identify where the leak was coming from? Duck bill. Was a device inserted in the trocar during the leaking? Yes if so, what device? Camera, graspers. Was any torque being applied to the trocar or device? No

Manufacturer narrative:
(B)(4). The analysis results found that the device (c) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.